Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse did not confirm any smoke coming from the unit. The catalytic decomp filter was replaced which resolved the odor/smell issue. Unit meets specifications and was returned to service on 12/10/2015.

Event description:
A customer reported an event of smoke and a "burning wire smell" emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. The customer turned the unit off and cleared the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit was reviewed for the past 6 months (06/12/2015 to 12/09/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.